Event description:
This pump was sent in for service with a report that "pump #1 side infused fluid faster than pump set". Customer was contacted and reported that the pump was set to deliver an infusion of antibiotics over a one hour period and the desired amount infused in only 30 minutes. The patient developed hypotension and a few boluses of fluid were given as a result. There was no injury to the patient. Attempts were made to obtain extra information regarding patient information, medication involved, and rates and volume that infusion pump was set for. Discussion with hospital contacts did not provide this information or lead to persons with this knowledge.